Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The patient had inaccurate cgm values 8 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient experienced loss of consciousness. As far as the patient remembered, the cgm was reading 70 mg/dl prior to passing out and the blood glucose was not checked. The patient had no preceding symptoms prior to passing out. The home health aide called 911. The bg by emergency medical services was 34 mg/dl while the cgm reading was 80 mg/dl. The patient was transported to the hospital and treated with carbohydrates. The patient recovered after treatment and was discharged after 2 hours. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling much better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.